Event description:
The customer complained of multiple questionable ise indirect na, k, cl for gen.2 results for multiple patients tested on a cobas 8000 cobas ise module (double). The customer stated that they run qc testing before and after they run a group of patient samples. After running about 600 samples the customer found that qc testing performed after the patient samples had failed. From the data provided for 3 patients, 1 had a reportable malfunction for sodium, 1 had a reportable malfunction for sodium, potassium, and chloride. Patient 1 had an initial sodium result of 138.1 mmol/l. The same patient sample was tested on another cobas 8000 ise analyzer and a sodium result of 145.6 mmol/l was obtained. Patient 2 had an initial sodium result of 132.5 mmol/l. The same patient sample was tested on another cobas 8000 ise analyzer and a sodium result of 146.7 mmol/l was obtained. Patient 2 had an initial chloride result of 106.1 mmol/l. The same patient sample was tested on another cobas 8000 ise analyzer and a chloride result of 117.0 mmol/l was obtained. Patient 2 had an initial potassium result of 4.99 mmol/l. The same patient sample was tested on another cobas 8000 ise analyzer and a potassium result of 5.52 mmol/l was obtained. The erroneous results were reported outside of the laboratory. The results from the other analyzer were deemed to be correct and corrected reports were issued. There was no adverse event. The sodium, potassium, and chloride electrode lot information was requested but was not provided. The field engineering specialist found that the se fluidics required cleaning. He performed ise cleaning and primed the system. The customer ran calibration and qc testing and the results were acceptable.

Manufacturer narrative:
The service actions performed by the field engineering specialist resolved the issue. There have been no further issues following the service visit.